Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a pump error on the insulin pump. The customer's blood glucose reading was 8.2 mmol/l. The customer stated that the pump stopped delivering insulin. The customer stated for the last 24 hours he had multiple pump error alarms. The customer stated that he is able to still bolus with the pump, but the pump will still trigger these pump error alarms repeatedly. The customer was advised to check the alarm history. The customer was advised that the trace pointers were invalid and there was a power system error. The customer was advised to perform a normal bolus into the air. The bolus was recorded in the daily history. The customer will be sent a replacement pump.